Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis (dka). The level of the blood glucose (bg) could not be recalled. Prior to the hospitalization, the customer changed the pump supplies and administered insulin injections. The customer did not know the cause of the high bg. The customer was treated with medication for nausea and insulin. The customer was discharged 2.5 weeks later. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the high bg.